Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that the tamper seals were intact, and no external damage. A review of the event history log confirmed the occurrence of a "high alarm displayed: cassette not attached properly" alarm. A functional test of the device was performed, which was unable to replicate the reported event. The downstream occlusion sensor was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device experience constant cassette attachment errors during testing. No patient involvement was reported.